Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that there was leak when the reservoir was removed from the device. Device alarmed a no delivery alarm. Customer's blood glucose was 300 mg/dl, 600 mg/dl. Customer treated her high blood glucose with an insulin injection and blood glucose dropped to 50 mg/dl. Customer treated low blood glucose with food and blood glucose increased to 111 mg/dl. After troubleshooting, customer was advised the reservoir will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected and checked the o-rings/stopper groove for anomalies and none were found. Ran basal, bolus leaking tests, and no occlusions or leaks were noted.